Event description:
A customer contacted beckman coulter (bec) initially reporting that there was a high latron % coefficient of variation (cv) for differentials, nucleated red blood count (nrbc) and reticulocytes recovered on the unicel dxh 800 coulter cellular analysis system. A bec field service engineer (fse) was dispatched and reported a contained diluent leak of an undetermined volume. The customer also reported that there was a burning smell coming from the instrument. The instrument also generated a 'rs mrc ((B)(4)) not responding' error message. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
The bec field service engineer (fse) was dispatched on 08/14/2013. The fse flushed the flow cell, performed 30 min shutdown, and identified a leak in the quick disconnect from port 8 on the volume, conductivity, scatter diluent manifold (mf204). The fse ordered parts for return service. During second field visit, the fse discovered multiple 'module resource controller (mrc) not responding' errors on initiation. The fse found a diluent leak from mf204 port 8 and burn marks on pneumatic services mrc board (lrc310) which caused the burning smell. The fse replaced the lrc310. The fse performed daily check, latron, and quality control (qc) to verify instrument performance. Failure mode is related to a tubing leak from mf204 which damaged the lrc310, resulting in the burning smell reported by the customer. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).